Event description:
The hcp reported that while placing the bravo ph monitor, the capsule would not detach from the delivery system. The capsule remained on the end of the delivery system at the end of the procedure. The handle broke off the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.